Manufacturer narrative:
Unit received unable to perform the displacement due to complete broken reservoir tube lip and cracked case noted. The p-cap not locks into the reservoir compartment properly due to completely broken reservoir tube lip noted. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that there was crack at backside of insulin pump. Customer stated that drive support cap was not damaged. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.